Event description:
It was reported the customer experienced an elevated blood glucose (bg) level displayed as high; cause was due to extreme difficulty pressing the wake button to turn on the pump screen. Customer administered a manual injection to address bg level. Customer reverted to manual injection for insulin therapy.